Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that they did not know what was left in the patient¿s dura and the cause of ¿something being left in the dura¿ was not known either. It was unknown when the device was being removed and the patient¿s weight at the time of the event was also unknown. It was reported that the provided information above had been confirmed with the patient. They stated after speaking with technical services the patient contacted the rep to report that they were planning an explant with the surgeon on an undetermined date. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having the ins removed due to "100% doctor error". The patient said she did not want the hcp to know and that they "can't know". The patient said he has issues from the beginning, she has lost the ability to walk and they have had nothing but the health issues, doctors, and physical therapy. The patient learned the doctor left"a piece of something in her dura" and that "isn't the only problem they did". The patient said that she has been trying to get a hold of a rep to ask questions. The patient wanted to know if a rep needed to be present at the removal surgery. The patient mentioned that she looked up that 80,000 people have had "these things" removed for other issues. The patient said that she had issues immediately after implant, but learned of something being left in her dura on (B)(6) 2019. No further complications were reported.